Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, after retrieval, the physician observed something that resembled a very fine hair or string on the end of an embotrap ii 5x33 revascularization device (et009533, 20k134av). Additional information indicated that the device was used in the patient. There was never any resistance delivering or retrieving the device. The procedure was completed using a different device. There had not been any packaging issues. The inner pouch seemed securely sealed. The device was stored and prepped as per the instructions for use (IFU). There was no resistance while advancing the embotrap through the marksman microcatheter (mc). The device was not potentially in contact during prep with any cloth or material that may have been a source.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, after retrieval, the physician observed something that resembled a very fine hair or string on the end of an embotrap ii 5x33 revascularization device (et009533, 20k134av). Additional information indicated that the device was used in the patient. There was never any resistance delivering or retrieving the device. The procedure was completed using a different device. There had not been any packaging issues. The inner pouch seemed securely sealed. The device was stored and prepped as per the instructions for use (IFU). There was no resistance while advancing the embotrap through the marksman microcatheter (mc). The device was not potentially in contact during prep with any cloth or material that may have been a source. The initial examination of the returned embotrap device identified no deformation or damage at any location on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The complaint event described that following an unspecified number of uses of the embotrap device, foreign material (fm) was observed on the end of the device during preparation prior to an additional pass. This fm was observed on the distal coil of the embotrap device upon visual inspection of the returned device. The fm has a long, fine, thread-like appearance, measuring in excess of 45mm in length. The profile of the fm appears to be rectangular rather than round, with a width of less than 0.5mm. Upon inspection of the point of contact between the fm and the distal coil of the embotrap, it was observed that the fm appears to have tangled or knotted itself around the distal coil of the embotrap. It did not appear to originate from the coil or any other part of the embotrap device. The device was inspected at magnification levels used during assembly of embotrap ii devices and it was determined that this fm would be visible when inspected at this level of magnification. Using a scanning electron microscope (sem) it was observed that the fm did not resemble biological material (e.g. A hair), or any of the components of the embotrap device (distal coil, adhesive bonds). The profile of the fm was seen to be rectangular rather than round. A review of the device history record (DHR) associated with lot number 20c149av presented no issues during the manufacturing or inspection process that can be related to the reported event. The returned embotrap device shows no signs of visible damage or deformation. The complaint event description reports that fm was observed on the embotrap device when preparing the device in between passes. This fm was visually inspected, and it was determined that the fm did not originate from any part of the embotrap device. Adopting the level of magnification used during in-process inspection of embotrap devices during assembly, it was confirmed that this fm was visible and evident at this level of inspection. Assembly of embotrap devices is carried out in a class 8 cleanroom environment. There are no potential sources present for fm like that observed during the complaint event, with lint free cloths used for wiping down work areas. These lint free cloths are woven polyester with head sealed edges, and do not act as a source of fm. The distal coil component of the embotrap device undergoes multiple visual inspections at this level of magnification or higher, both through component incoming and full device in-process inspections during assembly of the embotrap device. It can therefore be concluded that it is highly likely that a fiber of this size would be noted during inspection as it is clearly evident under the magnification used during inspections in production. The fm does not resemble biological material (e.g. Hair) when examined under sem. The fm also does not resemble any components of the embotrap device (proximal coil, distal coil, adhesive bonds). The profile of the fm is rectangular rather than round, possibly indicating that the fm underwent some form of manufacturing or processing. No packaging issues were reported, and the device was used for an unspecified number of passes. The ancillary devices used with the returned embotrap device have not been returned, therefore it cannot be confirmed that the fm did not originate from one of these devices. The root cause for the origin of the foreign material could not be determined. No performance issues with the embotrap device during the procedure were reported during the complaint event and there is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.